Manufacturer narrative:
The actual device was returned without an alleged deficiency; however, the device did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not function properly as it ran in reverse when in forward mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the console device was running in the off position and rotated in the reverse direction in forward and reverse positions. During in-house engineering evaluation, it was observed that the device did not function properly and ran in reverse while in the forward mode. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (oct 16, 2006) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.